Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer dropped the pump while playing and the touch screen became shattered. Additionally, the pump touchscreen became unresponsive and was no longer functional. There was no reported impact to customer's blood glucose. Reportedly, customer reverted to an alternate form of insulin therapy.